Manufacturer narrative:
Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six days post-implant, during a hospital pre-discharge evaluation, the presenting rhythm and stored episodes indicated atrial lead dislodgement. It was confirmed the atrial lead dislodged and fell into the right ventricle, with pacing seen on telemetry during atrial lead stimulation, and atrial and ventricular deflections on top of each other. The atrial lead was programmed off and the next day the lead was explanted. No patient complications have been reported as a result of this event.